Manufacturer narrative:
The device has not yet been returned or evaluated. At this time, we are unable to determine the relationship between the device and the cause of this event. If additional information is received, a supplemental medwatch will be filed.

Event description:
A hydrothermablation genesys procedure set was used during a hydrothermalation (hta) procedure performed on (B)(6) 2011. (Patient date of birth is unknown). According to the complainant that prior to the procedure, the attending physician removed a polyp with the versa point loop system. During the hysteroscopy phase of the hta procedure, the physician noticed a "significant amount of blood and tissue" inside the patient's cavity. Two fluid loss alarm error messages occurred during the cavity integrity test phase. This was corrected by lowering the height of the unit to approximately ten inches below the patient's abdomen. As the ablation cycle commenced, a "cloudy mixture" was noted, (saline mixed with blood), circulating through the sheath tubing. In addition, a large amount of debris was noted flowing through the system. At approximately 70 degrees celsius, a burning smell was observed emanating from the machine with a small amount of smoke coming from the hta cassette. The aforementioned "cloudy mixture" was observed flowing from the cassette onto the floor. The physician aborted the procedure. The case was successfully completed with the hta legacy console unit and procedure set. At the completion of the case, the cassette was removed and melted plastic was noticed at the heater portion of the cassette. Additional follow up information reported that the physician performed the versa point loop procedure to remove a 2 cm polyp just prior to the hta procedure. The patient had a normal sized uterus which was sounded to 9 cm. The patient had several sub-mucosal fibroid tumors (4-5 less than 2 cm under the posterior wall). The patient experienced some heavy bleeding from the uterus at the time of the procedure due to the late state of the menstrual cycle. The patient also had a history of anemia. It was confirmed that no cervical leak occurred. There were no further complications reported with this event. The condition of the patient is reported to be "good."